Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the affected products were reported incorrectly. The actual affected products were unknown mentor devices. The date problem observed was (B)(6) 2017. The date of implantations is unknown. The date of explantation was (B)(6) 2017. The replacement devices are mentor memorygel breast implant 425cc. Since no lot number was provided, no manufacturing record evaluation review could be performed. Note: it is unknown if the implants were gel or saline. Therefore, per conservative approach they will be reported as saline devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant and suffered from patient dissatisfaction with procedure outcome. The patient reported that the implants ¿were droopy¿. As a result, the patient had undergone removal and replacement with mentor gel breast implants on (B)(6) 2017. This medwatch is for the left breast implant.